Manufacturer narrative:
Voluntary medwatch mw5120154.

Event description:
It was reported that the right ventricular (rv) lead has a history of noise causing pacing inhibition. The lead remains implanted. No additional adverse health consequences to the patient were reported.